Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a procedure the patient experienced hypertension and a pericardial effusion. During a procedure a farawave 2.0 cath 31mm was selected for use. However, it was noticed that the blood pressure of the patient raised. The physician searched for an effusion, on a non boston scientific device and there was the same baseline effusion visible on intracardiac echocardiography (ice). Blood pressure was still unstable. The physician finished the ablation and successfully isolated the right inferior pulmonary vein (ripv). The physician removed the farawave and asked for a transthoracic echo. There was an effusion on the right side that was not visible on ice. The physician performed a pericardiocentesis and removed around 300ml of blood, the blood pressure finally stabilized. The patient is expected to fully recover and did not require prolonged hospitalization. No device issues were reported. The device is not expected to be returned for laboratory analysis. It was further reported that the patient made a full recovery.

Event description:
It was reported that during a procedure the patient experienced hypertension and a pericardial effusion. During a procedure a farawave 2.0 cath 31mm was selected for use. However, it was noticed that the blood pressure of the patient raised. The physician searched for an effusion, on a non-boston scientific device and there was the same baseline effusion visible on intracardiac echocardiography (ice). Blood pressure was still unstable. The physician finished the ablation and successfully isolated the right inferior pulmonary vein (ripv). The physician removed the farawave and asked for a transthoracic echo. There was an effusion on the right side that was not visible on ice. The physician performed a pericardiocentesis and removed around 300ml of blood, the blood pressure finally stabilized. The patient is expected to fully recover and did not require prolonged hospitalization. No device issues were reported. The device is not expected to be returned for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.